Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the thread broken along the minor diameter. Axial scratches were noted on the shaft indicating rotation and usage. Manufacturing evaluation revealed threads were according to specification. Product development inspection reveals the location of the fracture indicates the sleeve became loose during screw insertion which could have contributed to the breakage. The technique guide details how to load and tighten the sleeve into the recess of the bone screw. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported after posterior spinal fusion t5-t10 procedure that the threads on the holding sleeve-standard were broken at the tip.